Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space failed. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket on main 1.1 failed. A field service engineer worked with the customer remotely, ran diagnostic tests on the drawer, and verified all pockets. All results checked good, and the station was rebooted successfully. The system functioned as intended after the field service engineer investigated the device.